Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). Following predilation of the target lesion with a 1.5x20mm maverick balloon catheter, a 32 x 2.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The lesion was re-dilated with an unspecified balloon 2 or 3 times and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a proximal stent damage.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the 2 most proximal stent rows were raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal of the device. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).